Event description:
Had the essure placed a month after giving labor & I'm in constant back pain, horrible cramps & extremely heavy periods that last up to 7 days. I've gained a lot of weight & I'm always feeling tired.